Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient picked at their left dbs ipg incision site not letting it heal completely. As a result, surgical intervention took place on (B)(6) 2025, during which the ipg pocket site was moved and the ipg was explanted and replaced with a new smaller ipg to address the issue.